Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal ng stent was to be used to treat a 9 cm stricture in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous but was dilated prior to stent placement. During the procedure, the physician began to deploy the ultraflex esophageal ng stent; however, the stent deployment suture broke and the ultraflex esophageal ng stent could not be deployed. The physician removed the ultraflex esophageal ng stent from the patient fully constrained on the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.